Event description:
Distributor received information that a pt with an automatic implantable cardioverter defibrillator (aicd), (which is under clinical investigation), and two myocardial leads, exhibited oversensing with manipulation oaf the pocket. The physician performed an invasive procedure to evaluate the system and could not reproduce the problem, however, the physician elected to remove the leaads from service.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.